Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 11:22:09 on (B)(6) 2025. At 11:38:47 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf with varying amplitudes and motion artifact. The device properly detected vf. Varying amplitudes and motion artifact prevented the lifevest from treating the patient. At 11:44:15, the patient received a non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was asystole with intermittent cardiac activity. Post shock rhythm was asystole with intermittent cardiac activity. The device was shut down at 11:48:15 on (B)(6) 2025.